Event description:
Pt's condition upon admission on 7/17/95, required an intra aortic balloon pump. On 7/18/95, the balloon ruptured and was removed without problems or complications. The balloon catheter was sequestered and sent to MFR.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, other. Results of evaluation: none or unknown, balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: other. Invalid data - on device destroyed/disposed of status.